Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection showed that the heartstring loading device was returned without the seal, tension, spring assembly, and the delivery tube. The loading device was slightly bloody. A complete eval could not be performed using the loading device alone. The reported failure mode was not confirmed due to the missing device parts. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two hsk-3038 seals did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The products were returned.